Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to rate only as ventricular fibrillation (vf) zone was set to 185 beats-per-minute and there were no discriminators in the vf zone. Possible supraventricular tachycardia (svt) was also noted as a cause for inappropriate therapy. Three shocks were delivered which slowed and then sped up the rhythm after each shock. The ICD system remains in service. No additional adverse patient effects were reported.